Manufacturer narrative:
(B)(4). Batch #: u5e910. Additional information was requested, and the following was received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No change, treated as normal after second firing. How long was the surgical delay? 20 minutes. What was the procedure? Total gastrectomy, on the oesophagojejunostomy. Where within the gap setting scale was the orange indicator prior to firing? In the centre of the green zone. What confirmation was received that the device was fully fired? Audible noise of the washer cutting through, cut through the purse string. Did the device staple? Yes, but only half the anastomosis, i.e. Half circle not full circle was the staple line complete? No, finger sized hole in the side of the anastomosis on the patient¿s right hand side, opposite to the side the stapler went in for the t-juction staple join. Were there any staples missing from the staple line? Not noticed if there was or not what was the shape of the staples (b-formation, irregular, legs straight)? Was not noticed, just removed. Were the staples deployed into the tissue? Some yes, unclear as to how many, surgeons¿ comment is it appeared only half the staples were in the device were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes, but half of each donut only. If the device fully cut, were both donuts complete? No. Is the current patient status known? Patient is doing okay. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number u5e910 , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the gastrectomy, the circular stapler misfired. Only produced half donuts. Device covered the site completely before being fired. A second device was opened to complete the procedure.